Event description:
This is a solicited case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who was involved in a market research activity, (B)(4). Reporter stated that failure on insertion following the impossibility to insert the delivery system which broke-up. The failure on insertion occurred a few days before this initial report. The physician wanted to remain anonymous. No further information will be available. Company causality comment: this medically confirmed, solicited case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) inserted which occurred a failure on insertion following the impossibility to insert the delivery system which broke-up. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of ess breakage. In this particular case, the device breakage occurred during insertion and essure was not inserted (failed insertion). Based on this information, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is being sought. Further information will not be requested since the reporter wanted to remain anonymous.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, at this point in time no adverse events have been reported. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, solicited case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and there was a failure on insertion following the impossibility to insert the delivery system which broke-up. This event, interpreted as device breakage, is non-serious and was initially regarded as unlisted according to essure's reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. Single cases have been reported of essure breakage. In this particular case, as the reported event occurred during essure insertion, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will not be requested since the reporter wanted to remain anonymous.